Event description:
2 fr vygon single lumen PICC line inserted (B)(6) 2024. 2nd dressing change done on (B)(6) 2024. Leaking noted after dressing change at proximal portion of catheter closest to "wings". Line then removed.

Manufacturer narrative:
We did not receive the sample and we are unable to request additional information because the initial reporter, who asked to remain confidential, did not provide the facility's contact information. Without the defective sample or an image showing the defect, this complaint cannot be confirmed, and the exact cause of the issue cannot be determined. There are various events that can lead to catheter leakage: 1.tensile force-which may be caused by: - dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. 3.use alcohol-based disinfectant-concerning this, there are some warnings in the IFU: "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." A review of the batch history records was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production. A review of vygon USA's complaints data shows that there are three additional complaints regarding lot number 23k004d, none of which are related to manufacturing issues. Corrective action: without the defective sample or an image showing the defect, this complaint cannot be confirmed, and the exact cause of the issue cannot be determined. Therefore, no further corrective action was initiated by vygon germany's quality management.

Manufacturer narrative:
This was reported directly to the FDA - medwatch report number mw5150554 once the sample is received an investigation will be done and reported back to the FDA within 30 days.

Event description:
2 fr vygon single lumen PICC line inserted (B)(6) 2024. 2nd dressing change done on (B)(6) 2024. Leaking noted after dressing change at proximal portion of catheter closest to "wings". Line then removed.